Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patients right hip was revised to do poly wear. A head and liner exchange was performed. The original procedure was done in the 1990¿s (unsure exactly when), by dr (B)(6). A 50mm tri spike duraloc cup was in with a 28 10 degree liner and a 28 +5 articuleze head. Doi: 1990; dor: (B)(6) 2020. Affected side : right hip.